Manufacturer narrative:
G4: PMA/510(k) number = exempt. H3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, two tuohy-borst large bore clear plastic sidearm adapters leaked at the valves. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information was received 09jan2026. The devices were attached to an introducer/sheath. Reportedly, the y-connectors would not tighten around the wire guide, ¿like the threads wouldn¿t stay engaged¿, at which point the device leaked. Another manufacturer¿s y-connector was used to successfully complete the procedure. The patient did not require any additional procedures or treatment for blood loss. The patient did not experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional/corrected information: b5, d9, e4, h6 (annexes e & f) h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.